Event description:
The dr tried to place the subject device in the aneurysm, but had difficulties pushing it through the microcatheter. The subject device did not move, thus it was removed. The dr noticed that the main coil had stretched and broken off. No complications with the pt were reported to have occurred during this event.